Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Evidence of clinical use and blood were observed. A visual inspection was conducted. The silicone insulation was detached, charred, burnt and melted till the mid-length of the jaw from the distal end . The heater wire was flexed away and was detached at the tip of the jaw. It remained attached at the base of the jaw. There was heavy char and tissue build up on the jaws. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use (IFU) with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. We were unable to observe any electrical issues or failure to energize for the complaint unit during our testing. Based on the results of the evaluation, the reported complaint was not confirmed for the reported failure mode "device remains activated" but was confirmed for "burn of device" and the analyzed failure mode "bent-wire".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro self activated and burned off the protective cover on the shears. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro self activated and burned off the protective cover on the shears. A replacement device was used to complete the procedure. The hospital did not report any patient effects.